Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready-screen (crrs) on the echo. Visually one of the cells appeared to be positive. Customer performed a capture-r ready ID (crrid) assay on the echo and an anti-e was identified.

Manufacturer narrative:
Review of result images shows echo generated negative results on crrs and crrid for e positive cells. However, visually the images appeared positive. The customer was informed that the negative results visually appeared to be 1+. Tech support advised the customer again per customer communication cc-09-042-02 to perform a visual verification of negative reactions before final release of those well results.